Event description:
It was reported that during a pre-implant test, the helix did not screw out after many turns. It was also reported that when the helix was retracted the helix suddenly came out. Another attempt was made to screw out the lead after trimming back the helix, but the attempt was unsuccessful. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled and there was implant implant damage.